Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, during a tka, the reported simplex was set in 5 minutes. Operation room temperature was 23 degrees in c.

Manufacturer narrative:
Device evaluation was not performed as no items were returned as the cement was implanted. No samples were retained as no lot information was provided. Device history review nor the complaint history review was not performed as no lot information was provided. The exact cause of the event could not be determined as no lot information or devices were provided for evaluation. Instructions for proper mixing techniques and cement handling are included in the IFU. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that, during a tka, the reported simplex was set in 5 minutes. Operation room temperature was 23 degrees in c.